Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent bilateral femoral extension and internal fixation surgery. The surgeon attached the sleeve in question to the most distal hole of the bended plate to insert the locking screw. When the sleeve was removed after drilling with a drill bit, it was found that the tip of the sleeve was missing. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant device reported: unk - bending instruments: plate bender: trauma (part# unknown; lot# unknown; quantity: 1). Unk - drill bits: trauma (part# unknown; lot# unknown; quantity: 1). Unk - screws: locking (part# unknown; lot# unknown; quantity: 1). Unk - guides/sleeves/aiming: guide (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) 4.3mm threaded lcp(tm) drill guide. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 323.042, lot # 2778471, manufacturing site: selzach, release to warehouse date: 20 oct2011, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lcp drill sleeve 5 f/drill bit ø4.3 the threads of the drill sleeve was broken the broken fragments were not received and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition lcp drill sleeve 5 f/drill bit ø4.3 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of lcp drill sleeve 5 f/drill bit ø4.3. While no definitive root cause could be determined, it is probable that the lcp drill sleeve 5 f/drill bit ø4.3 was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: lcp drill sleeve 5 for drill bits , fuehrungsbuechse. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.